Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer reports a nervous feeling when the sugar was at "50 mg/dl and elevated to 272 mg/dl after their phone stopped working affecting glucose management." The customer was unable to self-treat and a healthcare professional (hcp) provided metformin, lispro insulin (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.